Manufacturer narrative:
(B) (4): eval results: the relevant device was pulled back in the guide catheter with some assistance experienced. Severe calcification, 75-90% stenosis. Stent previously deployed in the lmt-lad. Stent dislodgement. The relevant device was pulled back in to the guide catheter with some assistance experienced. Severe calcification, 75-90% stenosis. Stent previously deployed in the lmt-lad. (B) (4) (secondary intervention: the dislodged stent was pressed to a vessel wall. Eval summary: medtronic has received the device and its analysis has been completed. The stent was not returned with the delivery system; however, there was evidence of the balloon pillow and crimp bake impressions on the balloon.

Event description:
An attempt was made to deploy a 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent in to a pt. The target lesion, located in the lcx # 13-14 had severe calcification and 75-90% stenosis. Balloon burst failures were experienced with the pre-dilatation balloons, confirming the difficult nature of the lesion. Another manufacturer's stent was advanced to the lesion, but it could not cross. Then, the relevant device was advanced; however, it could not cross. The physician temporarily withdrew the relevant device from the guide catheter with some assistance noted, as contraindicated in the instruction for use. Then, he decided to perform further pre-dilatation using a balloon catheter; however, resistance was experienced, again, inside the gc and the physician realized that the relevant stent was dislodged. The physician attempted to retrieve the stent with a snare, but it was failed. Therefore, the stent was pressed to a vessel wall. The pt is reported to be fine and no other clinical sequelae were reported. The physician commented that the relevant endeavor rx stent may have been caught in a previously deployed stent in the lmt-lad resulting in the reported stent dislodgement.